Event description:
Customer reportedly received results of 267 mg/dl and 105 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Low blood glucose symptoms were reported with these results. Customer was given food by his caregiver. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.